Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the hickman d/l catheter products that are cleared in the us. The pro code and 510 k number for the hickman d/l catheter products are identified in procode and PMA/510k.

Event description:
It was reported that sometime post catheter placement procedure, the catheter allegedly had a fracture. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one hickman d/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported catheter fracture as a circumferential split was noted approximately 18.3cm from the distal end of the y-body. When conducting infusion of the red luer a leak was noted at the circumferential split. The red luer was able to aspirate and the white luer was patent to infusion and aspiration without issue. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post catheter placement procedure, the catheter allegedly had a fracture. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that sometime post catheter placement procedure, the catheter allegedly had a fracture. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4(expiry date: 05/2025), g3. H11: d4, h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.